Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available.

Event description:
We have been informed through report mw5113255, that on (B)(6) 2022 there was an air leak between the cannula and infusion line resulting in hypotony despite, injection of gas rapidly. Furthermore, the design of the infusion line results in the infusion line spontaneously separating from the trochar, which at its worst, can result in hypotony and suprachoroidal hemorhage.

Event description:
We have been informed through medwatch report (B)(4) , that on october 12th, 2022 there was an air leak between the cannula and infusion line resulting in hypotony despite, injection of gas rapidly. Furthermore, the design of the infusion line results in the infusion line spontaneously separating from the trochar, which at its worst, can result in hypotony and suprachoroidal hemorhage.

Manufacturer narrative:
The involved high flow infusion line and cannula were not returned for investigation. Without examining (and testing) the involved product, it is not possible to determine the cause of the reported leakage. Hence, the reported leakage cannot be attributed to the dorc product itself or its manufacture. Additional review of risk management and sales data.

Manufacturer narrative:
Unfortunately, the involved high flow infusion line and cannula were not returned for investigation. Without examining (and testing) the involved product, it is not possible to determine the cause of the reported leakage. Hence, the reported leakage cannot be attributed to the dorc product itself or its manufacture.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.since a manufacturer related failure was not confirmed, a remedial action/corrective action/preventive action/field safety corrective action (fsca) is deemed not necessary.the analysis includes all complaints with failure mode ia-inf-cann-leakage-hypotony (with the exception of this complaint) and sales figures of comparable high flow infusion lines.

Event description:
We have been informed through medwatch report mw5113255, that on october 12th, 2022 there was an air leak between the cannula and infusion line resulting in hypotony despite, injection of gas rapidly. Furthermore, the design of the infusion line results in the infusion line spontaneously separating from the trochar, which at its worst, can result in hypotony and suprachoroidal hemorhage. FDA safety report ID# (B)(4).